Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior cervical fusion at c3-t2 due to trauma. Intra-op, the bottom setscrew broke and stripped when the surgeon was torqueing off the top setscrew. Fragments of the bottom setscrew were stuck in between the locking setscrew (top) and crosslink. The surgeon did not want to remove the bottom setscrew as it had already been torqued off in the patient. There were no patient symptoms or complications reported as a result of this event.